Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The device did not have much external physical damage except for the earl clip that was broken. The customer reported back-up primary audible alarm post error was not evidenced in the event history log. However the investigator did observe the error after performing an occlusion test. The main board was replaced in order to correct the issue. The broken ear clip was also replaced. The device passed all the functional and delivery tests after these repairs were made. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that pump repeatedly gave a primary audible alarm. The error was observed immediately after the pump was powered on. No patient injury or complications were reported in relation to this event.